Event description:
It was reported that during a percutaneous coronary intervention procedure marker band visibility issues occurred. The pt presented with an acute myocardial infarction. Angiography was performed and a 2.5x15mm apex over-the-wire balloon was advanced to the distal circumflex (cx). The balloon was inflated to 6atms for 43 seconds, 2atms for 12 seconds, 6 atms for 35 seconds and 4atms for 35 seconds. It was noted that the physician and scrub tech were unable to see the markerbands on the apex balloon and the device was exchanged for a 2.5x20mm maverick balloon, which was inflated to 4 atms for 25 seconds and then 6 atms for 50 seconds. The procedure was successfully completed by deploying a 2.5x16mm express2 over-the-wire stent at 14atms for 20 seconds. No pt complications reported with the pt's current condition listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will no be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).